Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's daughter reported via phone call of customer's issues with sensor and reservoirs. The daughter states she was changing the customer's set and was unable to push insulin through the plunger. The daughter states the customer's blood glucose level started at 368mg/dl but rose to 454mg/dl. The daughter states the set was removed and it was noted to be partially bent. The customer is being sent replacement set and reservoir.